Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed error code 1007 ((post) vent-inop: machine and proximal pressure sensors failed). The device was in clinical use when the issue occurred. No patient or user harm reported. The investigation is ongoing.

Manufacturer narrative:
A service engineer (se) evaluated the device and reported that the issue (1007 error code) was confirmed when the device was turned on. During the evaluation, the se noted that when performing the "power on" test, the issue was duplicated. The rse noted that a new ribbon cable from data acquisition (da) to motor controller (mc) was tested, however, the ribbon cable did not fix the issue. The se then tested the device was a new power management (pm) board, and the replacement cleared the alarm code (1007), but the device displayed a different alarm for an oxygen leak. It was noted that the power management board replacement resolved the issue; however, the device had not been returned to service, as it was noted that the customer would complete the rest of the repairs in house. No further actions had been performed by philips. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.